Event description:
It was reported that the patient with this right atrial (ra) lead experienced hematoma inside the pocket. Also, the lead exhibited high pacing threshold measurements due to a suspected micro-dislodgement. Hematoma was removed and the lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced hematoma inside the pocket. Also, the lead exhibited high pacing threshold measurements. Hematoma was removed and the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.